Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00340. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal hysterectomy and cystoscopy due to symptomatic pelvic relaxation, chronic and recurrent abnormal uterine bleeding and stress urinary incontinence. The patient underwent laparoscopic surgery on (B)(6) 2006 for lysis of adhesions and repair of right inguinal hernia using preperitoneal mesh. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, bleeding and neuromuscular problems. No additional information was provided.(B)(4),this is one of two medwatches being submitted. See also medwatch 2210968-2013-00340. The same patient is represented in each medwatch.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, dyspareunia and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and hesitancy.

Manufacturer narrative:
(B)(4). Narrative: it was reported that following insertion the patient experienced pink-tinged urine and irritation.